Manufacturer narrative:
Added expiration date, added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years post implant of this 25mm bioprosthetic valve implanted in the pulmonary position of a pediatric patient, the valve was explanted. It was replaced with a 27mm valve of the same model. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information additional information that the valve implanted in the pulmonary position was replaced due to regurgitation and moderate stenosis. The valve was densely adhered to the aortic root, and it was noted to be calcified. If information is provided in the future, a supplemental report will be issued.